Event description:
Sus voluntary report was received with the following information that the customer has been on insulin therapy since 1999. Reportedly, the customer changed the pump brand to the tandem t1 flex.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer received a message stating that the cartridge was low on insulin; however, the customer was able to withdraw 100 units of insulin. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. There was no reported impact to the customer's blood glucose level.